Event description:
Reporter rec'd the er1 message and adjusted his insulin dosage when this happened (5 units regular). Reporter retested an hour later and obtained a blood glucose result of 275 mg/dl. Reporter does not have control solution.